Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer experienced continuous signal loss alarms. The reported issue was unable to be replicated as the reported configuration of android 12 is not compatible with the customer's reported application. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with the xiaomi mi note 10 lite android operating system 12 version. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced tremors and loss of consciousness. The customer was unable to self-treat and was treated with sugar powder and glucose (oral, dose not specified) by non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.